Event description:
It was reported that during an unspecified procedure, the balloon catheter shaft broke. The area of treatment was in a dialysis graft. Following the placement of a 6f sheath, the synergy balloon was advanced without difficulties. The synergy balloon was then used successfully for angioplasty, with no balloon rupture or difficulties with inflation or deflation. During removal, the shaft of the synergy balloon catheter broke just proximal to the balloon. The synergy balloon was able to be withdrawn into the sheath and removed with the sheath. No pieces were left in the pt. The pt did not experience any symptoms during the difficulties. The outcome was successful. Pt status was reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.